Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10 complaint conclusion: as reported, a 6f-7f mynx control vascular closure device (vcd) was used to stop the bleeding after a percutaneous transluminal angioplasty (pta) case, however, mynx control could not be used because balloon burst during inflation after sheath bonding. There was no reported patient injury. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, both button 1 and button 2 were not depressed with the stopcock open. The sealant remained in the manufacturing position, exposure to blood as received. The syringe and procedure sheath were not returned with the device. Per functional analysis, leak testing was performed by attempting to inflate the balloon with water (mynx control instructions for use (IFU) and revealed a leak in the balloon of the returned device. Per microscopic analysis at high magnification revealed a radial tear at approximately 3mm from the balloon proximal neck. The sterile lot number was not provided, as such a product history review could not be performed. The reported ¿balloon loss of pressure-in patient¿ was confirmed during analysis of the returned device. The exact cause of the event could not be conclusively determined. Balloon loss of pressure most often occurs as a result of the balloon tearing on a calcified vessel wall, a damaged sheath or over inflation of the balloon. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. If the balloon loses pressure during use, the user may have to convert to manual compression. There in nothing in the product analysis to suggest that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Without a lot number, device history record (DHR) review cannot be conducted. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f-7f mynx control vascular closure device (vcd) was used to stop the bleeding after a percutaneous transluminal angioplasty (pta) case, however, mynx control could not be used because balloon burst during inflation after sheath bonding. There was no reported patient injury. The device will be returned for evaluation.